Event description:
Two patients developed meatal pressure injuries related to pressure from the urinary catheter with contributing factors of inaccurate placement of the statlock. In one of the two cases, the catheter was inserted close to the bifurcation indicating the catheter was too short. The limited tubing made it difficult to accurately place in the statlock for securement without pulling the catheter in a downward fashion which creates pressure on the anterior meatus of the penis when the device is secured to the thigh. In the second of the two cases, a nurse found the pressure injury to the right side of meatus. Upon assessment, patient had two statlocks--one on both legs. Nurses were repositioning urinary catheter from right to left. Possible causes of pressure injury were that there was incorrect placement of the statlock on the right side (placement was too high on the thigh). It was noted there was very little slack on the catheter because of the height of the patient (very tall). The follow-up taken for case two was to use a flex-track in place as a securement device rather than the statlock as ordered. Education regarding the statlock foley stabilization device is being provided to staff.